Event description:
It was reported the patient presented for ablation procedure. After the procedure, interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited far-p oversensing. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing anomaly could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.